Manufacturer narrative:
This report will be updated should additional information be received.

Event description:
Additional information was received from the local field representative that the pacemaker mediated tachycardia (pmt) was confirmed however, did not last for a prolonged period of time and did not result in any adverse patient effects. Programming changes were made to increase the post-ventricular atrial refractory period (pvarp) by 30 milliseconds (ms) to resolve the reoccurrence of the pmt.

Event description:
Boston scientific received information that when reviewing parameter of the device programming for this patient, pacemaker mediated tachycardia (pmt) was with the pacing rate of 140 beats per minute (bpm) observed for an unknown duration. The local field representative discussed with boston scientific technical services (ts) to check the parameters and call back if needed. A request for additional information was sent.

Manufacturer narrative:
The device remains in service with programming changes. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.